Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels had been fluctuating (41-270s mg/dl). Carbohydrates were consumed to address the low bg and a bolus was delivered to address the high bg. The cause of the fluctuating bg level was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the bg levels with a healthcare provider.